Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient experienced an issue with their infusion set, specifically a kinked cannula. This problem occurred 3 or more hours after the initial insertion of the infusion set. The site of insertion was the abdomen. At the time of the incident, the infusion set had been in use for approximately 5 hours. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.